Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that the patient experienced weight loss. As a result, surgical intervention took place on (B)(6) 2025 where the ipg and lead were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a recent fall the patient experienced ineffective therapy and was not able to set their system into MRI mode due to high impedances, the patient had also lost weight and the ipg began flipping in the pocket. X-rays confirmed that the lead had migrated. As a result, surgical intervention may be undertaken to address the issue.